Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia, with glucose falling into the 70s and then to 47 despite initial treatment with soda, after going to bed in range and without a pre-bed snack. Symptoms included hypoglycemia manifested by muscle weakness and nausea. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem identified due to insufficient information and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.